Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. The following information was provided by the initial reporter: "on (B)(6) 2020. During used the tube to blood collection.it was found that the tube did not draw enough. Replaced a new one. Adr# (B)(4)."

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes underfilled. The following information was provided by the initial reporter: "on (B)(6) 2020. During used the tube to blood collection. It was found that the tube did not draw enough. Replaced a new one. Adr# 140654600202011386".

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.